Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury is related to procedural conditions (leaflet damaged during grasping attempts). The reported mitral regurgitation is a cascading event of the tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 degenerative mitral regurgitation for a mitraclip procedure. A mitraclip xtw was implanted successfully in the lateral commissure, successfully reducing the mr. A second mitraclip xtw was attempted to be placed central in the valve to further reduce the mr. After grasping the leaflets, the mr increased to grade 4. The clip was removed from the leaflets and it was determined that there was damage and a potential rupture to the chordae likely injured during the grasping process of the second mitraclip xtw. The second clip was then implanted successfully in the ruptured area, but was unable to significantly reduce the mr. The final mr had worsened to grade 4. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.